Event description:
It was reported that the head of two screws (sam screws, different lots) popped off on insertion during a bunion repair. When the head of the screws contacted bone, they came off. The heads were retrieved; the threaded portion of screws were not removed from the bone. The surgeon then inserted another screw next to them to complete the case. Follow-up with the reporter provided info that after drilling for the 2.3 cannulated screws with the 1.7mm bit, the surgeon screwed in the screws. Right when the heads contact bone, the heads broke off. This happened twice during the case. These screws had not been counter sunk. The surgeon then put in a 3.0mm cannulated screw and countersunk before screwing; this one had no issues with insertion. The repair was completed with the screws fully seated. The pt outcome was fine. Pt quality of bone was average. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The screw heads were requested for evaluation, but were discarded by the facility, therefore, the items will not be returned; the complainant's even t could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record reviews revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is over-insertion or leveraging the implant during insertion. This is the first complaint of this type of these part/lot combinations. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained, a follow up report will be submitted.